Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed due to a loose drive support disk. The insulin pump had a broken reservoir tube lip, lcd window corners and battery tube threads. The insulin pump had a scratched lcd window and a missing end cap sticker.